Manufacturer narrative:
The reported complaint was confirmed, but the exact mechanism of damage is unknown. A segment from a hickman catheter was returned for evaluation. Two small holes were located on the compression oversleeve 0.125" distal to the luer adaptor. It is possible that this damage may have occurred if the clamp was engaged in the improper location on the clamping sleeve. However, the user reported that the catheter was never clamped around the damaged area. The IFU instructions for clamping procedures warn, "always clamp the catheter over the reinforced clamping sleeve or tape tab, as instructed by your nuse. Never clamp over the reinforced segment directly adjacent to the connector". Functional testing revealed leaks emanating from the small holes identified on the complaint sample. No defects related to the manufacturing process were identified on the complaint sample. An lhr review was not possible, as no manufacturing lot number was provided by the complainant.

Event description:
Description of event: damaged catheter was found. The indwelling period was 271 days. Recently, the damages on the catheter near the luer adapter have been noted multiple times at the hospital. The user also reported that the catheters were never clamped around the damaged area.